Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were verified through a review of the event history log. Visual inspection found cracks on the ultrasonic tail pins which was determined to be the cause of the upstream occlusion alarms. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms. There was no patient involvement. No additional information is available.